Manufacturer narrative:
The autopulse platform was returned to the manufacturer for evaluation on (B)(6) 2015. Visual inspection of the returned platform was performed and the front enclosure, bottom enclosure and battery lock were damaged. The physical damage found during visual inspection is unrelated to the customer's reported complaint. The reported complaint was not confirmed during functional testing as the autopulse platform was able to power on and the lcd display was functioning properly. The platform was run for 15 minutes and no user advisories or warnings were observed. Unrelated to the reported complaint, it was observed that the drive shaft was difficult to rotate. Further inspection identified that the clutch plate was defective and needed to be replaced. A review of the platform's archive was performed and no user advisories or warnings related to the reported complaint were observed on the reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were the front enclosure, bottom enclosure, battery lock and clutch plate. In summary, the customer's reported complaint of the autopulse platform's lcd display not being functional was not confirmed or observed during functional testing. The platform functioned as intended. The physical damages found during visual inspection are unrelated to the reported complaint. These types of damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that the autopulse platform is able to power on and function, however the lcd display shuts off. The customer exchanged the batteries that were being used with the autopulse, however the issue would not resolve. No adverse patient sequelae was reported. No further information was provided.